Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure), and its exhaled tidal volume (vte) was low. Additionally, the device displayed a patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp), where the reported issues of it delivering lower than set peep (positive end expiratory pressure), low exhaled tidal volume (vte), and displaying a patient circuit disconnect alarm were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.